Event description:
Additional information received reported that no disconnection was found at surgery. The catheter was explanted and replaced. According to an operative note, the catheter appeared intact with no reflux of fluid coming out of the catheter. The health care professional was readily able to aspirate cerebrospinal fluid.

Event description:
Additional information received reported the event occurred on 2013-(B)(6). It was reported the surgery was performed on 2013-(B)(6). Only the sutureless connector was replaced and not the entire catheter.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced underdose symptoms. A catheter dye study was performed. There was a catheter disconnect at the site of the pump connector. The device was explanted and replaced. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received reported that the device was still going to be returned to manufacturer. It was also noted that as far as the reporter knew the patient was "doing well" as the reporter had not heard anything different.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found coring, tears, and/or cuts in the sutureless connector seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.